Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified unspecified vessel. A 16 x 2.50mm promus premier¿ stent was selected to treat the target lesion; however the device was unable to cross the lesion. The physician pushed the device forcibly. When the device was removed from the patient, the edge of the stent appeared to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found a stent strut on the proximal end of the crimped stent was deformed and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified unspecified vessel. A 16 x 2.50mm promus premier¿ stent was selected to treat the target lesion; however the device was unable to cross the lesion. The physician pushed the device forcibly. When the device was removed from the patient, the edge of the stent appeared to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.